Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. The filter deploying too early resulted in a prolongation of the procedure with no patient injury or adverse patient outcome. The device has been returned to the manufacturer for evaluation and the investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that during a vena cava deployment procedure, the filter allegedly deployed too early. A snare was used to capture and retrieve the filter. Another vena cava filter was prepped and deployed successfully. There was no reported impact or consequence to the patient.

Manufacturer narrative:
As a result of additional follow up with the facility, it was discovered the report of the event was inaccurate. Upon clarification, it was determined the event is not reportable. The investigation was completed and the results are as follows: manufacturing review: the device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. Visual inspection: the storage tube was not secured to the y-body. The tuohy-borst adapter was loose. The gripper was not engaged with the filter retrieval hook. The pusher catheter was kinked approximately 29.2cm from the proximal handle. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No catheter kinks were reported by the user. Dimensional evaluation(s): all measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the delivery system was returned. The filter was disengaged from the delivery system and still within the storage tube. The investigation is confirmed for dislodged or dislocated and failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was clarified that the filter became separated from the pusher pad while the filter was in the storage tube; therefore, the filter could not be deployed.